Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that two days post-implant procedure, the right ventricular lead was suspected of a connection issue. During the revision procedure, after repositioning the lead, the issue was not resolved. Loss of capture and no sensing was observed on the ventricular channel even though the lead was tested after the repositioning and all measurements were good with the pacing system analyzer (psa). The pacemaker was replaced with a new pacemaker and the issues were resolved. There were no additional adverse patient effects reported. This pacemaker is expected to return for analysis.

Event description:
It was reported that two days post-implant procedure, the right ventricular lead was suspected of a connection issue. During the revision procedure, after repositioning the lead, the issue was not resolved. Loss of capture and no sensing was observed on the ventricular channel even though the lead was tested after the repositioning and all measurements were good with the pacing system analyzer (psa). The pacemaker was replaced with a new pacemaker and the issues were resolved. There were no additional adverse patient effects reported. This pacemaker is expected to return for analysis.